Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, "really ill" due to implants and exchange from textured to smooth due to the patients concerns with the product.

Event description:
Healthcare professional reported a right side rupture and "exchange from textured to smooth due to the patients concerns with the product." Patient reported they were "really 'ill' because of those implants," this event has been deemed not related to the device. The device has been explanted.